Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the stent elongated. A 6 x 200 x 130 innova stent was selected for a procedure in the superficial femoral artery. Mid way through deploying the stent inside the patient, it was noted the stent was coming out abnormally. The stent elongated by 5cm. The procedure was completed with this device as the physician finished deploying the stent. Another stent, however, was placed inside of it. There were no patient complications and the patient was fine.